Manufacturer narrative:
(B)(4). Uncut washer - unblemished. Additional information was requested and the following response was received: what is meant by fist firing, in the event?---it was typing error, "first" was correct. Was the firing sequence started and then interrupted?---no. Were the drivers pushed up and able to be seen after firing? ---no. Was the procedure done open/laparoscopically? ---open. What device was used for the proximal and distal transection of the bowel? What color reload? ---the tissues were purse string sutured with prolene (2-0). On what tissue type was the device used? ---the tissue developed edema a little. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) ---no information. How was the purse string placed, by hand or with an assist device? If an assist device, what product? ---forceps for purse-string. Was the spike of the trocar inserted through bowel lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---no information. When the device was fired, what was the location of the indicator within the gap setting scale? ---it was within the gap setting scale and the doctor said the adjusting knob was rotated as much as possible. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---the firing trigger was grasped until unable to fire further. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the force of removing the safety was higher. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? ---no. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? ---yes, as the target tissue was not cut properly, the device was released by cutting the prolene. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---the site could be confirmed visibly. Is there any other additional information you would like to share about this device, procedure, patient or physician? ---the washer was uncut, but the doctor said he had heard the sound of cutting. The target tissue was partially (1/4) cut. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. What are the patients age and sex? ---no information. What is this surgeons pre-op and post-op regiment? ---no information. Did a hcp other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. The analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face; therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. When either of these scenarios occurs, the device will not transect the tissue completely resulting in difficulties to remove the device. Please reference the instructions for use for additional information. The safety was re engaged, the device was reloaded with staples and tested for functionality; the safety disengaged without any difficulties and the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Additional information received: what is meant by fist firing, in the event? It was typing error, 'first' was correct. Was the firing sequence started and then interrupted? No. Were the drivers pushed up and able to be seen after firing? No. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection of the bowel? What color reload? The tissues were purse string sutured with prolene (2-0). On what tissue type was the device used? The tissue developed edema a little. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) no information. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Forceps for purse-string. Was the spike of the trocar inserted through bowel lateral or through the staple line? No information. What confirmation did the surgeon receive that the anvil was firmly attached? No information. When the device was fired, what was the location of the indicator within the gap setting scale? It was within the gap setting scale and the doctor said the adjusting knob was rotated as much as possible. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The firing trigger was grasped until unable to fire further. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The force of removing the safety was higher. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes, as the target tissue was not cut properly, the device was released by cutting the prolene. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) The site could be confirmed visibly. Is there any other additional information you would like to share about this device, procedure, patient or physician? The washer was uncut, but the doctor said he had heard the sound of cutting. The target tissue was partially (1/4) cut. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. What are the patients age and sex? No information. What is this surgeon's pre-op and post-op regiment? No information. Did a hcp other than the primary surgeon fire the instrument? If so, whom? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information.

Event description:
.

Event description:
It was reported that during a sigmoidectomy procedure, the device was used for the anastomosis of the colon and the rectum. The site was purse-string sutured with 2-0 prolene, and the device was inserted into the anus side, and then connected with the anvil. After the adjusting knob was rotated, it was hard to release the safety at the "fist" firing. The device was fired somehow, holding 30 seconds and released. The site did not cut properly and no staples were deployed. Finally, the doctor re-sutured with purse-string and another device was used to complete the case. There were no adverse consequences for the patient.